Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Review of stored device memory noted magnet applications during a surgical procedure 7 days prior that resulted in the message. Boston scientific technical services (ts) discussed that the message was due to several magnet applications during the procedure and the message can be cleared with routine follow up continued. No adverse patient effects were reported. This product remains in service.